Event description:
As reported by the user facility: customer complaint report for the introcan. The safety clamp didn't close all the way after the IV insertion and the nurse was stuck with the needle. Ref# (B)(4), lot# 3a29258393. Incident date: (B)(6) 2013. No add'l treatment needed for the nurse. Please refer to MFR # 9610825-2013-00129.